Event description:
During service at baxter, a technician reported a colleague infusion pump that had failure code 810:04 that was caused by the ail pcb (air in line printed circuit board) out of calibration and service recalibrated the ail pcb. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device (B)(4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported blood glucose results of "93 and 55 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).